Event description:
Abscess. The pt underwent closure of iliostomy in 2000. One sheet of seprafilm was applied to the closure site. The pt was admitted 2 months later with severe abdominal pain. CT scan showed a large abscess which was drained percutaneously. The pt had increased white blood cells of 14.79 and was started on antibiotics. The pt was not given steroids. Drainage tube was discontinued 8 days later after repeat sonogram. The reporting physician assessed the event as possibly related to seprafilm.